Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and the vyaire technical support stated that the main board is at fault. The customer ordered a new main board for replacement.

Event description:
The customer reported that volumes were set at 500 and delivers 241 on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.